Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported her daughter has been having highs in the 300 to 400 mg/dl range. She stated there have been no issues with the infusion sets or sites. Customer's mother believes the highs may be due to miscalculations in customer's carbohydrate intake. Customer's settings may also need to be adjusted. Customer has a doctor appointment soon, so her settings will be reviewed. Customer's mother declined troubleshooting because she was busy. Nothing further reported.